Event description:
The user facility reported a reliance 120l cart washer check valve was leaking water and steam was coming out of the front and rear door. No procedural delays or cancellations occurred. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived on site and observed steam escaping around the doors. Inspection of the unit found the cause of the steam was a broken fan belt on the dryer blower assembly. Further inspection revealed the water leak originated from a broken vacuum breaker. The technician replaced the fan belt and vacuum breaker; a test cycle was performed, the unit was confirmed operational and returned to service.